Event description:
It was reported that during an angioplasty procedure, the lumen of the pta balloon catheter allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 035 pta dilatation catheter was received for evaluation. No kinks noted to the catheter, no anomalies noted to the luers/y-body. Residue was noted throughout the device. An in-house presto inflation device was used to inflate the balloon and water was noted leaking from the proximal end of the strain relief. The strain relief was removed and water was noted leaking from under the coils. However, it was not possible to determine the source of the leak. Therefore, the investigation is inconclusive for the reported burst lumen but confirmed for the identified leak as water was noted leaking from under the coils, but its source could not be determined. A definitive root cause for the alleged burst lumen and identified leak could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 01/2025), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the artery, the lumen of the pta balloon catheter allegedly ruptured. It was further reported that the device was allegedly unable to inflate. The procedure was completed using another device. There was no reported patient injury.